Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. The iliac arteries were narrow distally. Approximately 1 month ago, the patient presented with an occluded right iliac limb which was the ipsilateral side. This was attributed to the poor distal run-off which resulted in thrombus build up distal to the stent graft and into the stent graft. The patient was taken to the operating room and thrombus was removed from the iliac and from the ipsilateral limb, then the ipsilateral limb was relined and extended down the artery with another aneurx iliac stent graft limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): results: (arterial and venous occlusion), (narrow iliac arteries distally).